Event description:
The customer reported to olympus that while using the 200 micron tfl single use fiber, the connector on the fiber began to smolder (smoke). The issue occurred during the procedure without delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the connector end of the fiber smoking/smoldering could not be confirmed. Olympus will continue to monitor field performance for this device.